Event description:
The customer observed smoke emanating from the cell-dyn 22 emerald power supply on (B)(6) 2024. The customer disconnected the power supply. No impact to patient management or user safety was reported.

Manufacturer narrative:
The power supply was replaced on the cell-dyn emerald 22 analyzer which resolved the issue. The analyzer service history and logs identified no contributing factors to the current complaint. There have been no further occurrences since the power supply was replaced. The cell-dyn operations manual contains adequate information for troubleshooting the observed issue. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. The 2023 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. Based on the investigation no systemic issue or deficiencies were identified.

Event description:
The customer observed smoke emanating from the cell-dyn emerald 22 power supply. The customer disconnected the power supply. No impact to patient management or user safety was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.